Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information provided indicated that the device could not be flushed and saline was leaking from the hemostasis valve. The device was removed from the patient and a different one was used to complete the procedure. The patient did not experience any adverse effects as a result of the issue.